Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with connected device(s). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with connected device(s). They will send the log files in for evaluation by nihon kohden. No patient harm was reported. Investigation summary: customer did not send the log files into nihon kohden for evaluation. Nihon kohden technician went on-site and discovered that the customer had turned off the amplifier on their distributed antenna system causing the issue. Lack of amplification would result in a weak telemetry signals and signal loss. The root cause of signal loss is use error. There is no evidence of an nk device malfunction, therefore a corrective and or preventative action (CAPA) is not warranted.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with connected device(s). They will send the log files in for evaluation by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with connected device(s). No patient harm was reported.